Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary - (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of one lead is in process; the results will be forwarded when available. (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. (B)(4) no anomalies found.

Event description:
It was noted the patient died 3 months after device implant. The cause of death has been requested and not received

Event description:
It was noted the patient died 3 months after device implant. The cause of death has been requested and not received. Follow up determined the patient died in a hospice facility after an extended illness.

Event description:
It was noted the patient died 3 months after device implant. Follow up determined the patient died in a hospice facility after an extended illness. Additional followup reported the patient died from cancer and the death was not related to the device.